Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow-up report will be submitted after the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter data not provided due to country privacy laws. Date of manufacture will provided in the follow-up report. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the s/5 cccm patient monitor did not provide an alarm for a v-fib condition. The patient was resuscitated and survived the event.

Manufacturer narrative:
It was alleged that on (B)(6) 2016 at 17:30, the monitor did not alarm for a vfib condition. The s/5 cccm was delivered to gehc depot repair whereupon testing, all the appropriate alarms were asserted as specified. S/5 cccm logs were not available however logs from the icentral (to which the s/5 cccm was networked) along with ECG printouts of the event were analyzed by gehc engineering. It was determined the displayed ECG waveform met the criteria for a vfib alarm. Gehc concluded the vfib alarm was not asserted due to a leads off condition. In a leads off condition, the arrhythmia algorithm will remain in a "learning" state until all the ECG leads are attached. The log files also showed a "leads off" alarm was provided at 10:42:17 and acknowledged by a user at 10:44:08. At 11:18:13, the ECG leads were re-attached to the patient but one ECG electrode was left disconnected; the "lead off" ECG alarm will be activated in this scenario. At 17:18:43, the hr source changed to spo2 after the spo2 sensor was connected. At 17:18:18 the patient vfib condition began and at 17:20:10, a no spo2 pulse alarm was provided. At 17:30:33, a spo2 value of 63% was measured for which a yellow-priority low spo2 alarm was provided. At 17:38:03, the hr source changed back to ECG. The s/5 cccm user's manual explains "[the device will] measure ECG only when all electrodes are connected. If any of the electrodes are disconnected, the s/5 monitors can no longer calculate hr or analyze arrhythmia, and the bedside monitor given a "leads off" alarm." No malfunction of the device was identified. Root cause has been attributed to use error.